Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and it was replaced due to occlusion. The customer¿s blood glucose level was 370 mg/dl at the time of incident. The customer treated high blood glucose value with manual injection. The customer performed test but it is unknown if the pump passed test. The insulin pump had no delivery alarm. The insulin pump will be returned for analysis.